Event description:
Reported that staff heard a crackling noise. It was reported that the staff discovered that the device had auto-activated while laying in a pool of blood/bloody fluids. They reported that the pt sustained a burn on the abdomen. There is no documentation (per the hosp) of any treatment for the burn being rendered.